Event description:
It was reported that a system error (se) 2240 (air in line/set) alarm occurred during drain two of seven on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp reported that there was air in the patient line. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. The hp planned to restart therapy using new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.